Event description:
It was reported that the patient underwent implant of a cardiac resynchronization therapy defibrillator (crt-d) system, with left bundle branch (lbb) pacing. The lbb lead was plugged into the left ventricular (lv) port. Following implant, the lower rate limit for pacing was programmed to 60 beats/minute; however, the observed rate was 30-40 beats/minute. It was discovered that there was noise present (signal of 4-5 mv in amplitude) on the right ventricular (rv) channel that was causing pacing inhibition. The noise appeared to be non-physiological. There was some noise also visible on the lv channel when programmed lv tip to rv. X-ray demonstrated that the rv and lbb leads were close in proximity to each other, and it was questioned whether the leads were intermittently sensing each other, as after reprogramming the lbb lead to lv tip-to-can the noise on that channel was eliminated. Technical services reviewed the device data and determined that there could be some contact potential leading to intermittent oversensing and that it was mitigated by reprogramming the device. The crt-d remains in service and no adverse patient effects were reported.